Event description:
A medtronic representative reported that the wheel castor broke on the navigation system. The bolt was broken. There was no patient present.

Manufacturer narrative:
The device was returned to the manufacturer for analysis: as reported the caster wheel broke off at the attachment bolt. The castor was replaced and a system checkout afterwards found system to be fully functional.